Event description:
The customer observed falsely depressed sodium results generated on the architect c4000 instrument. The following data was provided (reference range 136-145): (B)(6) initial result 119, repeated on another instrument 140. (B)(6) initial result 108, repeated on another instrument 137. (B)(6) initial result 111, repeated on another instrument 138. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The customer replaced the ict module and the instrument generated error codes ¿1156 assay (na-c) number (1101) calibration failure, slope is outside of defined range¿ and ¿5623 unable to process test, ict reference solution not aspirated¿. The customer installed a second ict module, calibrated, and performed a precision study. The calibration was successful, but the precision study results were out of specification. The field service representative (fsr) inspected the instrument and resolved the issue by replacing multiple parts including the tubing from the ict module to the ict aspiration pump. No additional discrepant result issues have been reported since the service activity was completed. Trending review did not identify any trends for the complaint issue. The architect c4000 erratic result rates were within acceptable limits with no trends identified. Labeling is adequate for the issue described. The architect system operations manual provides adequate information regarding the troubleshooting of erratic/discrepant results and error codes 5623 and 1156. The architect c4000 service and support manual provides adequate information regarding the removal, replacement and verification of tbg, ict mod to ict asp pump 11 nc (rohs). Based on all reviewed data, a product deficiency was not identified.